Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. On (B)(6) 2019 the remaining longevity of the battery was two years, then, the device triggered explant indicator on (B)(6) 2020. Physician is considering if replacement procedure will be done as patient is barely requiring therapy from the device. This device remains in service. No adverse patient effects were reported.